Event description:
(B)(4) is the initial importer of the device involved in the event. The device was a rental from a (B)(4) provider. As per service provider the end-user did not receive proper instructions for the product. (B)(4) was not informed of the incident until 3 months after the incident. The end-user alleges that the scooter was misaligned which caused him to hit the stove in the kitchen while using the device. The allegation is that the handlebars collapsed, the end-user fell on the handle of a pan of hot oil which spilled on the end-user's spouse causing injuries. The end user fell and landed on surgically repaired left foot causing hairline fracture of 3rd metatarsal. They went to urgent care.